Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report: 1627487-2019-12667. Related manufacturer report: 1627487-2019-12669. It was reported that patient had ineffective stimulation. Surgical intervention is anticipated in the near future to resolve the issue. No further information is available.